Event description:
On (B)(6) 2012, customer reported a blood leak during backwash on the hmx autoloader while the instrument ran in manual mode. The leak was not contained within the instrument. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and found that the secondary probe did not backwashed properly. Fse flushed out the vacuum system and aligned the probe wipe. This resolved the issue and no further leaks were reported.

Manufacturer narrative:
Evaluation codes, results: fse flushed out the vacuum system and aligned the probe wipe. (B)(4).